Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result. The root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining after last use. No image or video of the procedure was provided for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a defect was found on the control cables at the coagulation part of the permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 16-nov-2021 and 2-feb-2022 and obtained the following additional information: the metal wire was broken, there was no damage to the insulation or the conductor wire.